Manufacturer narrative:
Clinical review: it is unknown what type of infection the patient was referring to in the survey response. Exit site infections and pd catheter infections are a major predisposing factor to pd-related peritonitis; however, do not always result in peritonitis if treated accordingly. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. The pd catheter which was removed is not a fresenius product. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to an infection. The patient stated they were recently hospitalized, and it was too difficult to return to pd therapy. The patient did not want to stop pd therapy but got an infection after four years with no issues and had to have the pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response.

Manufacturer narrative:
Correction: h.6. (Remove c3439 viral infection code).

Event description:
During a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to an infection. The patient stated they were recently hospitalized, and it was too difficult to return to pd therapy. The patient did not want to stop pd therapy but got an infection after four years with no issues and had to have the pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response.